Event description:
The customer reported that the system is having a re-curring bad iris pot error code.

Manufacturer narrative:
The ge service rep performed a functional checks. The system is operating as intended.